Event description:
It was reported that the patient faced a bent cannula on an infusion set due to serter issues on (b)(6) 2026.

Manufacturer narrative:
E1: Event city: (b)(6)Event Country: SwedenName: (b)(6)Country: United States of AmericaStreet: (b)(6) Based on the available information, this event is deemed to be a Reportable Malfunction.Request was performed for additional information including lot number; however, lot number was not provided. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380